Event description:
(B)(4). Constant pain since insertion that I was told was not essure. It was put in (B)(6) 2000. I was also lied to as to what was in the stop (aka essure) and I was never given the hysterectomy studies. My teeth started to fall out, with gum disease I never had before. It was an auto immune response.

Event description:
(B)(4). I now have had to have a hysterectomy due to the essure. I was told one tube, the pain tube, was distorted in shape by the essure and that bumps where the coils were evident from the outside. I have been in serious pain due to this surgery. My organs, were "healthy and beautiful" other than the damage the essure had done. My pain from the essure has lessened upon removal, however, I suffered the pain of major surgery and the expense of it due to essure.